Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One tapered screw-vent implant (tsvtb11) was returned for investigation. Visual evaluation of the as returned implant identified fracture around the collar and bone residue around the external threads due to usage. Device history record (DHR) review for the lot (1232739) had revealed no deviations nor non-conformances which could have caused or contributed the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1232739) and no similar event or complaint was found. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implant fractured at the neck portion and was removed. No injuries were caused to the patient as a result of this event.